Manufacturer narrative:
E1: reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor autozero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device on 13mar2024 for periodic maintenance. The reported issue was not duplicated by a test run performed. The asp evaluated the device's event log and confirmed that the alleged error code was found in the device diagnostic report (drpt). No other abnormalities were found when reviewing the drpt. The asp replaced the 3rd and 4th solenoid to resolve the proximal pressure sensor autozero failed alarm. Following the replacement of the solenoids, the asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.